Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to volcano policy. Additional information obtained noted the device was inspected prior to use. No damage was observed during preparation prior to the procedure. The wire had been inserted two (2) times. Resistance was felt and the wire became stuck with the balloon catheter. The guidewire and balloon catheter were removed together as one unit. The procedure was completed with another verrata wire. Upon removal, damage was observed. Device was intact. No additional medical or surgical intervention was required. Visual and microscopic inspection was performed on the returned device. The original verrata wire connector was not returned. Visual inspection discovered that there was a bend located at 49mm from the proximal end. Multiple bends and kinks were present along the hypotube. A 4mm stretch in the distal coil adjacent to the pressure sensor was observed. The distal coil was also wavy and shaped. Microscopic inspection revealed multiple bunching of the proximal coil and small gaps were also observed. The trifilar was pulled and bunched up at 50mm from the distal end. Broken balloon catheter was observed located at 270mm to 526mm from the distal end of the wire. A sanguineous material was observed on the portion of the proximal coil located under the balloon catheter. The balloon catheter seems capable of some very limited sliding. A portion of the proximal coil underneath the balloon catheter appeared to be pinched together. The failure occurred during the procedure. The probable cause of the observed failure was due to bunching of the proximal coil. There was probably friction as the catheter slid over the proximal coil. Heavy friction may be responsible for the initial bunching but this could not be confirmed. Heavy application of force was likely responsible for the trifilar becoming pulled and bunched together at the proximal coil. The proximal coil became bunched and the balloon catheter became stuck between the bunched regions of the proximal coil as a result. Per the instructions for use (IFU) the volcano pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints.

Event description:
It was reported during removal of the wire inside the body the wire got stuck on the balloon (deslip 3.5mm). There is a possibility that the wire was kinked during procedure. There was no patient injury or harm. The patient was discharged as expected and their condition reported as stable. Lad #7 was slightly tortuousness with moderate calcification; plaque was fibrous. All reasonably known patient information is included in this report.